Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range pacing lead impedance was observed during a follow up in clinic. The impedance measurements were noted to be stable before and after the follow-up date. Patient was exposed to electromagnetic interference. The lead remains implanted and the patient condition was stable.